Event description:
It was reported that an ilet pump did not charge on its designated charging pad for multiple days, with no charging indication on the pump and only an initial green light flash when placed on the charger, while the pump successfully charged on a third-party cell phone charging pad. Symptoms included no clinical effects. Outcomes included no impact on health. Investigation included customer interview and replacement of the suspect charger. Investigation of this case revealed a suspected charger malfunction preventing proper power transfer to the pump, consistent with a defective external power supply accessory. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger accessory.